Manufacturer narrative:
Pump passed the displacement test, self test, rewind test, prime/seating test, basic occlusion test, occlusion test and force sensor test. Thus software was utilized and downloaded trace/history files properly. No unexpected motor error alarms noted during testing or in the trace/history files on event date. Pump was cut open to perform visual inspection and no component or moisture damage on the electronic assembly, motor assembly and force sensor. The motor was tested outside and passed. The unit p-cap / test reservoir locks in place properly and no anomaly noted. Unit had scratched case, missing display window cover, cracked battery tube threads, cracked case (battery tube), cracked case corner of belt clip rails, serial number label missing. In conclusion, pump passed all testing required and no unexpected motor error alarms noted during testing or in the trace/history files. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump was exposed to magnetic resonance imaging and experienced hypoglycemia. The customer experienced symptoms like sweating, profusely incoherent speaking at the time of event. The customer blood glucose value was 59 mg/dl and hypoglycemia was treated with fruit juices and glucose tablets. The event involved product mmt-342,mmt-7040b,mmt-1884,mmt-431ag. Troubleshooting was partially performed. It was unknown whether the auto mode feature was active at the time of incident. It was unknown whether the customer had been using an insulin pump within 48 hours of reported event. No further patient complications were reported. No product return was required for mmt-342,mmt-7040b,mmt-431ag. Mmt-1884 was requested and customer response was the device will be returned. The customer will discontinue the use of the device.